Manufacturer narrative:
Event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device was returned, analyzed and no anomalies were found.

Event description:
It was reported that intra-operatively, during the patient's device changeout, the new device was opened but not used. The device had reached elective replacement indicator (eri) pre-implant. A new device was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.